Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to sepsis. Privacy laws prohibit the customer from providing information regarding the case. According to the vad-coordinator the outcome was not related to the device or it's therapy. No driveline or device infection were mentioned. No details about the root cause of the sepsis were shared. There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.